Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the wire end detached and remained inside the patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 5 pack ng rotawire floppy was selected for use. After performing ablation with a 1.25 burr and removing the catheter, it was confirmed that the separated tip of the coiled portion at the distal end of the wire remained inside the body. The procedure was completed with another of the same device. There was no patient injury and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination revealed that the body of the guidewire was kinked. The kinks on the body were measured from distal to proximal. A microscopic examination revealed that the portion of the spring tip was detached and did not return for analysis. Total length of the guidewire was measured and met specification.

Event description:
It was reported that the wire end detached and remained inside the patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 5 pack ng rotawire floppy was selected for use. After performing ablation with a 1.25 burr and removing the catheter, it was confirmed that the separated tip of the coiled portion at the distal end of the wire remained inside the body. The procedure was completed with another of the same device. There was no patient injury and the patient was stable after the procedure.